Event description:
It was reported that during a da vinci surgical procedure, one part of the scissor from the monopolar curved scissors instrument was broken. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter at the hospital to obtain additional information regarding the reported event. She stated that one scissor blade broke off and fell into the patient. The broken fragment was retrieved laparoscopically and there was no injury to the patient. No further information could be provided due to the elapsed time since the date of the event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device involved with the complaint and completed device evaluation. Failure analysis investigation found one blade was completely broken off and missing from the returned instrument. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. No adverse event or incident was alleged to have occurred. There was indication that the device failure was caused or contributed by user mishandling/misuse. Based on this information, this MDR report is being retracted.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: one scissor blade of the monopolar curved scissors instrument broke off and fell into the patient. Per the information provided, the broken fragment was retrieved.